Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. The silicone insulation at the jaws showed signs of slight cracks in the area closest to the heating element; this is to be expected from continous use. A visual inspection did not identify any nonconformance. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 set at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated while it was not being activated on the handpiece. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Harvester claiming hemopro was active without activating the device on the handpiece. This was the second device they saw do this during this same case. This was not put into the patient leg, this was noticed prior to using on the patient. Case was finished with another hemopro device. This is the same lot # of the previous complaint. Customer does not know age of cords or generator.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated while it was not being activated on the handpiece. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Harvester claiming hemopro was active without activating the device on the handpiece. This was the second device they saw do this during this same case. This was not put into the patient leg, this was noticed prior to using on the patient. Case was finished with another hemopro device. This is the same lot # of the previous complaint. Customer does not know age of cords or generator.